Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely the inadvertent mishandling of the device during sheath and stylet removal (reported mild force during removal) caused the reported difficulty to remove (sheath and stylet) and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience proa device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that while preparing a 3.0x18mm xience proa stent delivery system (sds), the stent did not hold on to the balloon but was stuck in the entrance of the guide wire. The balloon came out but the stent was not attached; therefore, the sds was not used. Reportedly no resistance was noted during removal of the stylet or protective sheath; however, mild force was applied during removal of the sheath/stylet. There was no patient involvement. The procedure was successfully completed with another 3.0x18mm xience proa stent. No additional information was provided.